Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using perclose proglide devices. Reportedly, during deployment of three proglide devices, needle-to-cuff misses were observed as no suture was present when the needle plungers were removed. A hemostasis sheath was placed in the vessel until the effects of the anti-coagulants were at a desirable level. The hemostasis sheath was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide devices referenced were filed under separate medwatch manufacturer reports.